Manufacturer narrative:
(B)(4). Based on the preliminary product evaluation conducted on 4/3/2018, this product event is considered a reportable malfunction. Information regarding patient age, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). The product lot number was not reported; UDI: unknown part number, multiple attempts to obtain product information was unsuccessful, UDI unavailable. Concomitant med products due to character limitation: 5 mm x 12 cm micrusframe14 (mfr140512/s13591), dcb02 detachment control box, prowler select plus microcatheter. (B)(6); e-mail and fax were not provided. (B)(4). Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a splenic artery aneurysm, the 5 mm x 12 cm micrusframe14 (mfr140512/s13591) thermo-mechanical coil was inserted into the target lesion; however, the size of the coil was deemed too long for the lesion and it kicked back from the lesion. Therefore, the physician attempted to re-sheath the coil but the sheath split open when the resheathing tool was pulled back toward the end of the sheath. The coil was replaced with a micrusframe c coil. The procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. The patient¿s vessel was neither tortuous nor calcified. A dcb02 detachment control box and a prowler select plus microcatheter were also used for the case. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. Additional information received indicated that the size of the coil was considered too big for the target aneurysm and it subsequently kicked back the microcatheter. The coil was successfully removed from the patient. The coil was still attached to the delivery system when removed. The user did not apply excessive force at any time during the case. No further information was provided. The 5 mm x 12 cm micrusframe14 was returned for analysis. A second embolic coil was returned in the decontamination package with the device. On the initial visual observation, it appeared as though the embolic coil was separated and two distinct pieces were returned. However, microscopic evaluation demonstrated that the separate piece was a complete embolic coil, and also that a complete embolic coil was attached to the returned device. The two devices were evaluated together, and images of the second embolic coil were initially labeled with the investigation number for the complete returned device. After the evaluation, a second impacted product was created for the second unspecified embolic coil. Multiple attempts to determine the events surrounding the return of the second embolic coil and its identity were unsuccessful. The second unspecified embolic coil was returned coiled around the device positioning unit (dpu) of the returned complete device. This embolic coil was gently untangled from the dpu of the other returned device. The embolic coil was stretched and kinked. The ball tip was intact. There was a fibrous substance attached to the embolic coil. The embolic coil had a proximal loop and solder ring, and thus is a complete embolic coil. The embolic coil was stretched near the proximal end. The lot number of this device is unknown. Without the lot number, manufacturing information cannot be reviewed. The complaint that the coil was kinked was confirmed. The complaint that the coil was stretched was confirmed. The returned embolic coil was both kinked and stretched. The event description does not refer to this embolic coil, so the circumstances surrounding its use are unknown. Without information regarding the use of the embolic coil, the cause of the damage could not be identified. The fibers observed attached to the embolic coil are likely associated with storage and/or return packaging, and are unlikely related to the damage or to use of the device. With review of the analysis, there is no indication of any manufacturing issues related to the damages noted on the returned coil. Although a definitive conclusion cannot be made, it appears that procedural and handling factors that may have contributed to the observed damage of the embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00607 and 3008114965-2018-00608.

Event description:
As reported by a healthcare professional, during a coil embolization of a splenic artery aneurysm, the 5 mm x 12 cm micrusframe14 (mfr140512/s13591) thermo-mechanical coil was inserted into the target lesion; however, the size of the coil was deemed too long for the lesion and it kicked back from the lesion. Therefore, the physician attempted to re-sheath the coil but the sheath split open when the resheathing tool was pulled back toward the end of the sheath. The coil was replaced with a micrusframe c coil. The procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. The patient¿s vessel was neither tortuous nor calcified. A dcb02 detachment control box and a prowler select plus microcatheter were also used for the case. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. Additional information received indicated that the size of the coil was considered too big for the target aneurysm and it subsequently kicked back the microcatheter. The coil was successfully removed from the patient. The coil was still attached to the delivery system when removed. The user did not apply excessive force at any time during the case. No further information was provided.